Manufacturer narrative:
A hardware analysis was initiated to determine the probable cause of the issue. Analysis found that the returned monitor had an impact mark on the top left hand side, causing the screen to crack. The touch function does not work and the video was somewhat jumpy, presumably from the physical damage. The audio worked, once it was changed to digital, as it was on analog when returned. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the touchscreen did not work. The computer was replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported the touchscreen was not functioning. This issue was noted outside of a procedure, and there was no patient involvement.